Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was not clearing. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. Per data log review: there were no air bubble detector (abd) alarms present in the log for (B)(6) 2023. There were alarms on (B)(6) 2023. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. The abd detected air as intended. While the abd alarm was active, the pump remained stopped. The condition could be cleared by eliminating the air bubble and resetting the sensor. If the sensor was disconnected from the module, it would appear as an air bubble detected. Provided that all the cabling was securely connected, the abd functioned as intended.

Manufacturer narrative:
The field service representative replaced the ultrasonic air sensor. The unit operated to the manufacturer's specifications.